Manufacturer narrative:
(B)(4). Date sent 1/27/2025. D4 batch unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2024. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage. The following observations were noted during the visual inspection. The t95k2u is not a batch/lot number in our j&j systems. The part number (p30190p15 ) listed on the tyvek is not correct. The original artwork with the spork branding does not have the johnson & johnson company on the device under the ethicon endo-surgery, llc. The tip of the device doesn¿t seem to have the ethicon endo-surgery branding on it. The closure trigger handle is light grey on the original device and not white. The lot number on the handle is different than the lot number on the packaging. The font is blurry on the device. The flex color looks to be a different color than the j&j original color. The received complaint sample is confirmed as counterfeit product. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide the device lot#/batch#? How was the product purchased? Could you please confirm if the vendor is authorized by jnj is there an indication of how the product was distributed? Is there any indication of the source? Based on the packaging, is there any indication of which market the original genuine product may have come from? Please provide a picture (if available).

Event description:
It was reported that there was a defective counterfeit product that was obtained by homeland security and border patrol. No patient involvement.